Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-l5. On an unknown date, post-op, about three -fifth of the cage backed out into the spinal canal. The patient also experienced pain due to this event. This issue was confirmed by an medical examination. A revision surgery has been planned to remove the cage and to implant autologous bone.